Event description:
This unsolicited case from (B)(6) was received on 07-sep-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after two days experienced inflammation of joint of right knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (batch/lot number and expiry date: not provided) bilaterally on right knee for arthrosis of knee. On (B)(6) 2016, 2 days after the injection, patient presented with an inflammation of the joint of the right knee associated with edema and pain. On an unknown date in (B)(6) 2016, draining puncture was performed and the patient received a corrective treatment with an injection of cortivazol (altim). It was informed that the joint liquid was sterile. After this treatment and rest, the patient state improved within a few days. On an unknown date in (B)(6) 2016, patient had fully recovered from the event. Corrective treatment: cortivazol (altim). Outcome: recovered. (B)(6). A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited case from (B)(6) was received on 07-sep-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after two days experienced inflammation of joint of right knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (batch/lot number and expiry date: not provided) bilaterally on right knee for arthrosis of knee. On (B)(6) 2016, 2 days after the injection, patient presented with an inflammation of the joint of the right knee associated with edema and pain. On an unknown date in (B)(6) 2016, draining puncture was performed and the patient received a corrective treatment with an injection of cortivazol (altim). It was informed that the joint liquid was sterile. After this treatment and rest, the patient state improved within a few days. On an unknown date in (B)(6) 2016, patient had fully recovered from the event. Corrective treatment: cortivazol (altim). Outcome: recovered. (B)(6). A pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 09-sep-2016. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after two days experienced inflammation of joint of right knee/ injection site arthritis of right knee. Medical history was significant for degenerative arthrosis diagnosed in 2014, injection site arthritis type associated with injection site edema. Previous therapy included non-steroidal anti-inflammatory drugs nos and synvisc one (in 2014 and 2015). No concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (batch/lot number and expiry date: not provided) bilaterally on right knee for arthrosis of knee. This was the third course and synvisc one was at room temperature and needles used: black 22 g ½. On (B)(6) 2016, 1 day after the injection, patient presented with an inflammation of the joint of the right knee associated with edema and pain (injection site arthritis of the right knee). No reaction occurred in the joint of the left knee. On (B)(6) 2016, draining puncture was performed under ultrasound echography control. A not reported quantity of sterile and yellow/inflammatory type liquid was removed (no previous puncture was performed because the joints were dry). The patient received a corrective treatment with 1 injection of cortivazol (altim) in the joint. After this treatment and rest, the patient state improved within a few days. On an unknown date in (B)(6) 2016, within 7 days, patient had fully recovered without sequels from the event. The use of synvisc one was definitively stopped. Corrective treatment: cortivazol (altim). Outcome: recovered. French imputability: c1s1b3. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 09-sep-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 11-oct-2016 from a physician. Patient's weight and height were added. Medical history and past drug were added. Verbatim of inflammation of joint of right knee was updated to inflammation of joint of right knee/injection site arthritis of right knee and it's start date was updated. Lab test date was updated. Formulation of corrective treatment medication was added. Duration of the event was added. Clinical course was updated. Text was amended accordingly.